Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure that the patient returned with in-stent restenosis. The index procedure treated the 95% stenosed 6.0x25mm target lesion located at the bifurcation of the left common carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. (There were secondary lesions in the ostium of the left internal carotid and the left proximal internal carotid artery). Following post dilation with an unspecified device the residual stenosis was 40%. One day post procedure, the patient was discharged with a stroke value of 0. The patient returned 373 days following the index procedure for a scheduled 12 month follow up ultrasound noting a 79% restenosis of the target lesion in the bifurcation of the left common carotid artery. The site will observe the patient for any changes. An stroke scale at this time was 1, for best gaze. This was not associated with an adverse event and is considered an "old symptom" per the patient. Per the physician, the event relation to the study device was listed as "unrelated".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.